Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the customer received a "scan again in 10" message for more than 2 hours while wearing the adc freestyle libre sensor. It was further reported an attempt was made to test on the built-in reader but the test was unsuccessful due to the test not starting after the blood sample was applied. Customer experienced a loss of consciousness and was treated with a glucagon injection by his/her mother. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid strip lot number was not provided for the precision strips. A DHR (device history review) for the freestyle libre reader was reviewed and the DHR showed the freestyle libre reader passed all tests prior to release.  A review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. Dhrs (device history review) for all precision strips within the expiration at the time of the complaint were reviewed and the dhrs showed the precision strips meter passed all tests prior to release.  Clinical data was reviewed for the reported complaint and confirmed that precision strips continue to be safe, effective, and perform as intended in the field.   Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was performed for the reported complaint and precision strips, no further track and trend review was required due to a low rate of confirmed complaints.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer's mother reported the customer received a "scan again in 10" message for more than 2 hours while wearing the adc freestyle libre sensor. It was further reported an attempt was made to test on the built-in reader but the test was unsuccessful due to the test not starting after the blood sample was applied. Customer experienced a loss of consciousness and was treated with a glucagon injection by his/her mother. No further treatment was reported. There was no report of death or permanent impairment associated with this event